Event description:
It was reported particulate matter (pm) was observed in an unspecified quantity of exactamix 1000 ml eva tpn bags. The pm was noted after filling and prior to patient contact. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.